Event description:
It was reported via phone call, that the customer received excessive no delivery alarms. It was also mentioned that there was an occlusion. Customer's blood glucose level at the time was over 400 mg/dl. Unable to troubleshoot. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.